Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook ¿alarms and troubleshooting¿ and heartmate ii instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported controller fault can be confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from (B)(6) to (B)(6) 2021. The system maintained the desired speed with no atypical alarms until (B)(6) when at 3:12 pm a replace controller/yellow wrench alarm became active. The alarm was associated with a backup battery test circuit fault (code 57). The next entries revealed that the controller was exchanged. The system controller was functionally tested and the alarm was not able to be reproduced. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The backup battery (st162-042) received with the controller supported the system as expected when both power cables were disconnected from the external power. A specific root cause for the alarm captured in the log file was not able to be determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medical device problem code: additional information regarding the type of alarm/fault was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a fault on their controller while in the hospital. The patient was given a new controller under warranty.